Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved the initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 569 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2023 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 433 mg/dl, date: (B)(6) 2022, time: 9:03 am fasting. Result 2: hi, date: (B)(6) 2022, time: 4:51 am fasting. Result 3: hi, date: (B)(6) 2022, time: 8:09 am fasting. Result 4: 562 mg/dl, date: (B)(6) 2022, time: 6:21 pm fasting. Result 5: 403 mg/dl, date: (B)(6) 2022, time: 4:51 pm fasting.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Test strips were not returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed. Added most likely underlying root cause. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.